Event description:
Pt (B)(6) reported that he experienced a graft failure after bone grafting treatment with the calcium sulfate hemihydrate product. He reported that he had a tooth pulled in the upper front on (B)(6) 2010, and a bone grafting procedure in preparation for a dental implant. The pt noted experiencing swelling and infection. The pt was placed on a 7 day course of antibiotics for the infection. One month post treatment, the pt's dental practitioner notified him that the graft failed.

Manufacturer narrative:
Report of graft failure was in response to recall communication. The recall has been initiated for an issue relating to the sterility of the fast set solution included in the calcium sulfate kit. The fast set solution is used to help the calcium sulfate product set. Confirmed clinician used the fast set solution in preparation of the calcium sulfate hemihydrate material. Two lots of fast set solution were tested for bioburden and found to contain burkholderia multivorans.